Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak and therefore customer experienced high blood glucose. The customer¿s blood glucose level was unknown at the time incident. Customer stated that the insulin was came out during bolus on the side of the o ring. Customer also mentioned that the reservoir was complete without any cracks and damage. Customer declined for troubleshooting. The reservoir will not be returned for analysis.